Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected an increase in impedance from 80 ohms to 120 ohms. No noises were seen in the arrhythmia logbook. In-clinic provocative maneuvers were performed to check the integrity of the electrode, and noises were observed in both secondary and alternate vectors. X-ray imaging was also obtained. Technical services reviewed available data and confirmed the electrode does appear to have an integrity issue given non-physiological signals are reproduced. The patient was hospitalized, and surgical intervention was performed to explant and replace the entire s-ICD system. No other adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected an increase in impedance from 80 ohms to 120 ohms. No noises were seen in the arrhythmia logbook. In-clinic provocative maneuvers were performed to check the integrity of the electrode, and noises were observed in both secondary and alternate vectors. X-ray imaging was also obtained. Technical services reviewed available data and confirmed the electrode does appear to have an integrity issue given non-physiological signals are reproduced. The patient was hospitalized, and surgical intervention was performed to explant and replace the entire s-ICD system. No other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.